Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku. Expiration date - the expiration date was provided as september 2017. Phone number was provided as "(B)(6)". Fax number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for tina-quant hba1c a1cdx gen.3 (hba1c) on a cobas c 513 analyzer (c513). The c513 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. The sample initially resulted as 10.7 % and this value was reported outside of the laboratory to the physician. During the time of the event, the analyzer had several alarms indicating abnormal cell blank measurement. It was stated that the instrument did not stop immediately after the alarms had been generated. The customer changed the analyzer cuvettes and photometer lamp. The sample was repeated 3 days later after the cuvettes had been changed, resulting as 6.9 %. A corrected report was issued for the repeat value. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The serial number of the c513 analyzer was (B)(4). The changed cuvettes were on board the system for approximately 8 weeks.

Manufacturer narrative:
The initial hba1c result was confirmed to be 10.25 % instead of 10.7 %. Investigations determined that the involved sample was processed prior to receiving the abnormal cell blank measurement alarm. The root cause for the erroneous high result could not be determined based on information provided. The issue appears to be related to usage of cells for approximately 8 weeks. The regular replacement interval for the cells is 4 weeks according to product labeling. When using the reaction cells within the specified time of 4 weeks, the erroneous high result cannot be caused by a coated cell, because if a reaction cell fails the cell blank measurement, then the system does not use it for measurement. However, in this case the cells were used twice as long as specified. When performing the weekly cell blank, the baseline is shifted to that of contaminated cuvettes. A deteriorating photometer lamp could also cause an increase of abnormal cell blank alarms.